Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly the pump was not outside the labeled altitude operating range. The alarm was cleared. Additionally, the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 250 mg/dl. The customer continued to use the pump for insulin therapy.